Event description:
During procedure to drain a renal cyst, tip of catheter broke off and lodged partly in cyst and partly in retroperitoneal fat. This occurred while attempting to remove catheter. Tip remains in pt.